Event description:
It was reported that the camera head experienced blurry images. The issue occurred during preparation for use for a diagnostic procedure. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the most probable cause of the complaint is a damaged charge coupled device. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.